Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The breach in aseptic technique was reported by the caregiver as the patient used well water, however, the peritoneal dialysis registered nurse clarified that the cause was an unspecified break in aseptic technique. On the same day as the event onset, the patient was hospitalized for the event. Treatment details were not reported. Dianeal therapy remained ongoing. At the time of this report, the patient remained hospitalized and had not recovered. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.